Event description:
It was reported that the cement in question was used in the surgery via tka for oa. In the surgery, it was discovered that the powder that should have been loaded in the tube was out and the entire set of mixing was covered with the powder. No damaged parts of the tube could be identified, but there was a noticeable decrease in the content volume.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on may 23, 2023, the cement in question was used in the surgery via tka for oa. In the surgery, it was discovered that the powder that should have been loaded in the tube was out and the entire set of mixing was covered with the powder. No damaged parts of the tube could be identified, but there was a noticeable decrease in the content volume. The surgery was completed successfully without any surgical using other product. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the vmp endurance 80g was observed in the tube containing the cement without signs of damage, also, each piece of the package was visually inspected without presenting any signs of damage. The kit was found covered in cement powder. There is no evidence that the surgeon used the kit in the surgery. It is unknown the conditions in which the device was received, therefore, the damage upon receipt cannot be confirmed. A dimensional inspection for the vmp endurance 80g was unable to be performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the vmp endurance 80g would not contribute to the complained device issue. Based on the investigation findings, the potential cause cannot be established. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there was one nonconformance recorded on this batch that was related to process controls and did not impact on the overall product.